Manufacturer narrative:
(B)(4). A suture needle was submitted for evaluation. A fracture was observed at the tip of sample b. One side of each needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A photo was also received for evaluation. Upon visual inspection of the photo, the needle with broken tip could be observed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al6231 number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Device evaluation summary: only a picture was returned for analysis. Upon visual inspection of the photo, two needles with broken tip could be observed and no conclusion could be reach. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: describe the defect observed at the tip of the needle: on one of the tips of the needle hcp can see how a defect in the finish as if the tip had been cut. And in the second the tip had melted remaining as a ball. Describe in detail ¿the damage caused by the tip in the tissue¿. The tissue was slightly torn at the first step of the needle. What action did the surgeon take to correct / correct the problem presented with the device? He immediately removed the needle and performed tissue repair with another suture. Demographic data of the patient (initials beginning with last name, age, gender): the data is not available. Does the doctor consider that the total surgical procedure lasted beyond what was expected such that the anesthesia dose had to be increased / modified due to the problem with the medical device and this causes damage / consequence in the patient? (No; yes, how long, clinical evolution of the damage): as it is put in the report it lasted about 10 more minutes. What is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery from surgery, continues to be hospitalized due to¿ etc.): the data is not available. Sample a captured in report 2210968-2019-89260.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2019 and suture was used. The point of the needle had defect. The surgeon used the needle which caused damage to the tissue. The procedure was delayed by 15 minutes. Another suture was used to repair the tissue during the procedure. There were no pieces in the patient. There were no adverse patient consequences reported. Upon evaluation of the device, a fracture was noted at the tip of the needle.